Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. The unit will no power on due to a faulty power supply. There is corrosion on the power connector. The software version is 4.0. There is no image due to patient board set. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera ii video system for use, the unit was inspected and no abnormalities were noted. The unit powered up and was functioning correctly. The unit lost power during an unspecified procedure. The connections were checked, no abnormalities were noted. The procedure was completed using an ambu disposable slim scope and a b98695 monitor. There was no delay in the procedure or patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: based on the available information, the cause of the reported issue is determined to be age/wear related deterioration of the were supply unit due to repeated use for a long period of time (13 years) resulting in power supply unit failure.

Manufacturer narrative:
This supplemental report is submitted to provide additional information and correct field h4. Updates to sections d8 and h4. The investigation determined the likely cause of the "no image," found on the device evaluation, was failure of the patient board set due to degradation associated with the age of the device and frequency of use.